Event description:
It was reported that the programmer had intermittent telemetry issues and was unable to interrogate any device. Follow-up was unsuccessful in determining whether or not the radiofrequency (rf) programmer head had been changed out during troubleshooting in order to eliminate it as a possible source of the interrogation issue. Both the programmer and the rf head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis determined that the telemetry signal cut in and out when the cable was manipulated and the cable was therefore, replaced. Product ID: 229047 software analyzer. (B)(4).